Event description:
Information received indicates that during bypass the blood level increased in the cardiotomy unit and was not able to pass through the device. The unit was changed-out during the case with no reported consequence to the pt.